Event description:
It was reported that patient's atrial lead alert was triggered due to low impedance levels. Lead also exhibited undersensing with p-waves unmeasured. Lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092 implantable pacing lead (B)(6) 2001. (B)(4).